Event description:
It was reported that, pt presented with pain. Avon medium femur explanted, then new avon medium femur implanted.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.